Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to "99" as no patient information was provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Viality unit had an incomplete seal on the bottom, resulting in the entire surfactant spilling out during the washing portion of the case. An additional unit was required. Two units were required per case. Device 1 of 2.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Device evaluation: g3, g6, h2, h3, h6, h10. Tiger aesthetics medical performed an evaluation from a different batch/lot number and a certain and specific root cause could not be identified given the information provided. The seal was likely incorrectly identified as "incomplete". However, a likely cause of the leaking may be due to flexing of the chamber due to vacuum changes. These changes might cause the sliding door to shift out of position and to leak wash fluid. The certain and specific root cause could not be identified given the information provided. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.